Event description:
Used floseal on a patient with cell salvage device. Precautionary steps to minimize risk by incorporating multiple suctions throughout the procedure, and when the floseal was applied, the cell salvage suction was removed. Within 10-15 minutes after reinfusion of the blood, the patient became hypotensive, and there was a decrease in peak airway pressure. This was a multi-level lumbar spinal fusion procedure for scoliosis. Multiple kits of floseal were used throughout the procedure for hemostasis. They had both the cell saver suction and a disposable suction running on the field and tried to ensure they used only disposable suction when working with floseal. The nurse, who was running the cell saver, informed dr that there was noticeable fibrin clots in the first filter, however, the salvaged blood, after washing looked normal when transferred to the blood bag. Transfusion was of the salvaged blood was initiated very slowly. The hospital has decided to discontinue the use of cell saver for their spinal procedures since the surgeons refuse to not use floseal throughout. They do however, continue to combine the use of floseal and cell saver in their cardiac or's without incident. Dr acknowledged that keeping the 2 suctions separated during a large spine procedure is much more difficult than in cardiac. They fully understand the need to prevent allowing floseal to enter the cell saver system, however, find that this is too challenging for the orthopedic spine team. They have mandated no use of cell saver in spine cases.

Manufacturer narrative:
This is one of three cases reported by the same anesthesiologist from spinal procedures in which a blood salvage system (cell saver) has been used concomitantly with the application of floseal. The pulmonary embolism occurred in all cases after reinfusion of the filtered blood of the cell saver. The instructions for use of floseal (us) mention in the warnings section: "as with other hemostatic agents, do not aspirate floseal into extracorporeal cardiopulmonary bypass circuits or autologus blood salvage circuits. It has been demonstrated that fragments of collagen based hemostatic agents may pass through 40u transfusion filters of blood scavenging systems." The simultaneous use is not indicated; when floseal is applied the salvage system suction needs to be removed till hemostasis (after 2 minutes) has been achieved. The application of floseal in the presence of a cell saver suction may have contributed to the event. Further investigation is not required. A retraining is not required, since the hospital has decided to discontinue the use of cell savers in spinal procedures. The respective warnings in the IFU are adequate. This will be kept on file for trending purposes.